Event description:
The customer stated that during testing, the device had a low leak co2 rebreathing risk alarm. The device was in clinical use when the issue occurred. No further details were provided. No patient or user harm was reported. Per the diagnostics performed by the engineer, the customer stated that during testing, the device had a low leak co2 rebreathing risk alarm, but was corrected by adjusting the patient circuit, it was then reported that the inspiratory pressure error could not duplicated when running on the test circuit. It was reported that no error codes were noted in the logs for an inspiratory pressure, and that the device cycles as normally without alarming. The remote service engineer (rse) advised the customer to continue running the device to see if the alarm could be duplicated, if not, the customer was recommended to perform a preoperational check per the service manual. During follow up with the customer, it was reported that the issue had not been duplicated.